Event description:
It was reported by the sales rep, that during a case, a piece of bladder stone got stuck between the ureter wall and the scope as the dr was retrieving the scope out. The scope was left in the pt for approx 48 hours to dilate the ureter. They were able to retrieve the scope. No injuries to the pt were reported.

Manufacturer narrative:
Investigation is on going. Additional info will be provided once investigation is completed.